Event description:
The customer claims the unit powered on, but there was no alarm when the weight is taken off the sensor pad. There was no patient injury reported.

Manufacturer narrative:
(B) (4) alarm, failure to. (B) (4).